Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿7f mynx control vascular closure device (vcd) failed to deploy during insertion into an unknown sheath. There was no reported patient injury. The sealant sleeves/cartridge assembly were not out of position. No damage was noted to the sealant sleeves prior to insertion into the sheath. The sealant was exposed to bodily fluids once the sealant sleeve separated away from the mynx device wire. No damage was noted to the buttons. The device was stored and prepped as per the instructions for use (IFU). The deployer was mynx certified. The puncture femoral site was the common femoral artery. The account reported that ¿while inserting the device into the sheath, the sealant sleeve caught on the sheath hub and the sleeve separated exposing the sealant and started expanding.¿ the balloon inflated normally. The sealant was not deployed inside the patient. The buttons were not depressed. The device was damaged, but no parts of the device remained in the patient. The device will be returned for evaluation.